Manufacturer narrative:
Concomitant medical products: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: extension. Product ID 3487a-33, lot# j0309424v, implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with an implantable neurostimulator (ins) was not getting stimulation anymore in the desired area. The patient was implanted with 2 percutaneous leads. Impedance tests were run and reprogramming was tried, but the patient was still unable to get stimulation back in all desired areas. X-rays were taken to check placement, and it was determined that the adaptor/extension connector was the problem. The ins, lead, and extension were replaced on (B)(6) 2016, though no problem was reported to be due to the ins it was nearing end of life due to battery depletion. After the procedure, it was reported that the patient was getting good coverage. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.